Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent "cartridge errors" occurred during the load sequence. Customer's blood glucose level was 88 mg/dl. Ultimately, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.